Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. As the alarms occurred in the past, troubleshooting was unable to be performed. The customer declined to provide further information regarding the occlusion alarms. There was no known impact to the customer's blood glucose.